Event description:
Reported and his mother alleged that she found the customer passed out and could not test him because the aviva meter would not work. The mother then treated the customer with a sandwich and something to drunk. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device.